Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles epoxy was found on the needle. The following information was provided by the initial reporter, translated from french to english: I would like to inform you that I have sent a 2nd material safety report to the ansm concerning the dm aiguille bd microlance 3 18g 40mm ref (B)(4). Presence of white marks on the body of the canula. (B)(6) 2025 customer response can you confirm when the spill occurred? During use on a patient or before use on a patient? I don't think it's a spill, but the presence of a white substance - probably the one used to saddle the canula in the pink plastic body - observed before use. - has the patient or user suffered any harm? If yes, please explain: no.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot numbers 240707 and 240101. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Although a sample shipment was sent by the customer, unfortunately, the shipment was lost by the carrier. We apologize for any inconvenience this has caused. As the samples were unavailable, twenty (20) retained samples from each reported lot (240707 and 240101) were obtained from the manufacturing facility for review. The retained samples were visually examined and no foreign matter was observed. Based on the sample production history results and the retained sample review, an exact cause related to the manufacturing process could not be determined at this time. If the samples are discovered and become available, a thorough investigation will be completed. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.